Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the membrane noted to be completely unfolded. No sheath was noted to be present on the catheter tubing. The catheter tubing o.d. Was measured and found to be within datascope's mfg specifications. In addition, the original sheath used during the balloon insertion was not returned for evaluation with the balloon. It was not possible to insert the returned iab through a laboratory 10 french, 11 inch sheath due to the condition of the returned iab membrane. Probable cause of difficulty: based on the examination of the returned product, it was not possible to verify the encountered difficulty in the lab due to the condition of the returned iab membrane. Having the opportunity to examine teh folded membrane and original sheath may have provided some additional info into the encountered problem. In addition, it was not rpt'd if a second iab was inserted into the pt via the sheath from the first balloon. This info could have been helpful in determining whether or not the problem was iab or sheath related. In general, difficulty advancing the iab into the sheath may be attributed to one or more of the following: the user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The pt may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath.

Event description:
The dr was unable to insert the iab into the sheath. The iab was removed and a second was inserted. Event complications: none from the event - rpt'd 4/10/97 and 5/8/97. Pt current status: unk - rpt'd 4/10/97.